Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had a laceration under the seams of the garment. The patient had open and itchy blister/s sores. The patient's nurse was aware and was keeping the affected skin clean. Follow-up indicated that after receiving a larger garment, the laceration was clearing up.

Manufacturer narrative:
Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.